Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 07/31/2024. Block h6: imdrf device code a010402 captures the reported event of stent migration. Block h11: updated block b5: describe event or problem.

Event description:
It was reported that the previously implanted tria ureteral stent had migrated into the mid-urethra and the patient had experienced discomfort, flank pain, urinary incontinence, and vomiting. The patient removed the stent by themself. No new stent was reported to have replaced the migrated stent. The stent was intended to be placed in the patient for approximately 5 to seven days. No further patient complications were reported.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 07/31/2024. Block h6: imdrf device code a010402 captures the reported event of stent migration.

Event description:
It was reported that the previously implanted tria ureteral stent had migrated into the mid-urethra and the patient had experienced discomfort, flank pain, urinary incontinence, and vomiting. The patient removed the stent by themself. No new stent was reported to have replaced the migrated stent. No further patient complications were reported.